Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the changes in back pain was progress and getting worse. Patient reported issue resolved with higher stim at 12.5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins had to be charged every other day and this started 2-3 months prior to the report. The patient communicated with the ins on the call and it showed stimulation was on. The patient wanted to know if it could go up any higher. The patient was at 11 and it wouldn't let them go any higher. The patient said the therapy was masking the pain, but it was not helping enough for the last couple of months and it was getting worse. The patient then found she had other programs available. The patient was currently on program a on setting 1 at 11.0v. The patient moved to group b and then lost the stimulation feeling as program b dropped to 6.5. The patient increased to 11 and still felt no stimulation. The patient tried group c and it started at 5.5. The patient increased and said it was felt in her leg and thigh, but not in her lumbar. The patient raised it up a little and felt it in her ribs so she then moved back to program a. It then allowed the patient to increase to 11.9v and the patient said it felt a little bit better. The patient was directed to follow up with her hcp. No further complications were reported..